Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 22 mg/dl. The customer was at her doctor's office, and was sent to have xrays taken. While she was walking to the room, she passed out and woke up in the emergency room. The customer stated that she was recently put on medication that may have contributed to the event. The customer stated that her health care professional is currently working on adjusting the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.